Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure due to difficulty charging. The implantable pulse generator (ipg) was replaced, electrocautery was used. The facility disposed the device and won't be send back for analysis. The patient was doing well post operation.

Manufacturer narrative:
The device was not returned to boston scientific for analysis, and the complaint as reported could not be confirmed. A review of the device history record (DHR) confirmed that the device met all specifications prior to shipment. No manufacturing deviations were noted that could have contributed to the reported event. Therefore, in the absence of device return and analysis the likely root cause could not be established. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure due to difficulty charging. The implantable pulse generator (ipg) was replaced, electrocautery was used. The facility disposed the device and won't be send back for analysis. The patient was doing well post operation.